Event description:
In 2008, patient was undergoing a robotically assisted -da vinci s surgical robot- supracervical laparoscopic hysterectomy due to uterine fibroids. When the gynecare morcellator was brought into the field and pushed through the opening, the morcellator engaged. Blood loss was significant and it was felt to be a major vessel. A laparotomy was performed and cardiovascular surgeon was consulted intraoperatively to assist. Pressure was held on the vena cava until the cardiovascular surgeon arrived. The pt was significantly hypotensive with tachycardia and evidence of hemorrhagic shock. Four units of packed red blood cells and 4 units of fresh frozen plaza were given. The cardiovascular surgeon found: the left common iliac artery had been transected flush with the aorta - a 1 cm section was lost as it had been removed during the injury. The cardiovascular surgeon removed a section of the greater saphenous vein from the left leg and placed an interpositional saphenous vein graft in the left common iliac artery. The inferior mesenteric artery had been transected. This was identified proximally and distally and both ends were ligated with heavy silk sutures. There was dark bleeding from the left lateral portion of the vena cava as well as its underside. The area was repaired with three #5-0 prolene sutures. Mild arterial bleeding was noted from the posterior aspect of the aorta and a small sacral segment. It was clipped with several hemoclips. After repairs were completed, pt was moved to ICU in critical, but fairly stable condition. Patient received a 5th blood transfusion in the ICU. A pneumothorax developed which took several weeks to clear. Patient was released from the hosp after 8 days.